Event description:
At 8:00-8:30 pm a (B)(6) customer awoke with hypoglycemic symptoms and almost passed out. She needed assistance in drinking some orange juice. No blood glucose test was taken with her contour next at the time. Twenty minutes later she was taken to the hospital. Her blood glucose was tested and the reading was 16.9mmol/l. She was given orange juice and IV fluids. Her blood glucose was then tested at 13.6mmol/l and she was discharged. The customer was advised to return the strips for evaluation. New strips and meter were sent to her.